Manufacturer narrative:
Alinity c processing module, serial number (B)(6) was evaluated. It was determined that the alnty c-series sample probe required replacement, which resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity c processing module, serial number (B)(6) or alnty c-series sample probe regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) & alnty c-series sample probe.

Event description:
The customer reported a falsely depressed alinity c calcium result for a 58-year-old female patient. The following data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): sid (B)(6): initial result = 1.01 mmol/l, repeats = 2.25 mmol/l and 2.26 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This issue was previously reported under MDR number (B)(4) under a different suspect device.

Event description:
The customer reported a falsely depressed alinity c calcium result for a 58 year old female patient. The following data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): sid (B)(6) : initial result = 1.01 mmol/l, repeats = 2.25 mmol/l and 2.26 mmol/l no impact to patient management was reported.